Event description:
It was reported that the pump touch screen was cracked and unresponsive after the pump was dropped hitting the ground. The customer reverted to an alternate method in insulin therapy. Reportedly that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1096 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, 07/18/2025 with the issue resolved and no permanent damage.